Manufacturer narrative:
(B)(4).

Event description:
It was reported an alert for upper high voltage lead impedance was noted when an asymptomatic patient presented to the clinic for a routine follow-up. It was discovered the patient notifier was triggered one month prior to the visit. Pocket encapsulation was considered as a possible cause for increased impedance. There was no planned intervention. The patient has been in stable condition and will be remotely monitored.